Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed that the right ventricular (rv) lead exhibited intermittent capture. On (B)(6) 2026, during the lead revision procedure, fluoroscopy was performed noting that the rv lead helix failed to extend. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and intermittent capture. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. The reported event of intermittent capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.